Event description:
It was reported that the patient experienced twitching in chest and presented in the emergency room. Upon interrogation, the pulse generator exhibited backup vvi operation. After a device software download, normal device function resumed. The patient's condition was fine post event.

Manufacturer narrative:
(B)(4).